Event description:
According to the reporter: there was no problem with the pt but when the specimen was placed in the bag the ring of the holder of the instrument broke. There was no report of adverse injury.